Event description:
It was reported that impedances over 10,000 ohms were measured on all electrodes post operatively. It was stated prior to surgery and after all connections were made during the procedure that impedances were ¿ok.¿ it was noted a revision was planned for a week after report. It was reported there were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. Additional information stated the extension was changed at the time of revision. It was reported that ¿everything was ok¿ and ¿normal value impedances¿ were measured after replacement of the patient¿s extension. Additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: analysis of the extension found ¿the #0 conductor was broken 2.8 cm from the proximal end¿ and that circuit #0 had an ¿open¿ circuit.

Manufacturer narrative:
Product ID 37082-60, serial# (B)(4), implanted: 2014 (B)(6); explanted: 2014 (B)(6); product type extension product ID 3487a-33, lot# 0208146324, implanted: 2014 (B)(6); product type lead product ID 3487a-33, lot# 0208146325, implanted: 2014 (B)(6); product type lead. (B)(4).